Event description:
It was reported that a user in the first two days of ilet pump use experienced large blood glucose variability, describing values around 300 mg/dl, dropping to 50 mg/dl, then rising to 220 mg/dl; they reported eating meals during highs with meal announcements and treating lows with candy, and were advised to contact their physician regarding pump settings and were referred to training for review of blood glucose patterns, while the device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia with dizziness and shaking/tremors, as well as hyperglycemia without reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.